Manufacturer narrative:
On (B)(4) 2011, bci field service engineer (fse) was dispatched for event and found dispense probe tubing leaking. The leakage was cleaned and the tubing replaced. Repairs per established procedures were verified and results met published performance specifications. Root cause for the leak is associated with the tubing in the dispense probe mechanism which was replaced. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a fluid leak (blood) dripping into the lower drip tray in the coulter lh 750 slidemaker. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident and was not exposed to any biohazard material. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or openwounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.